Event description:
It was reported that the device ran without user activation during rep testing at the user facility. There were no adverse consequences related to this event.

Event description:
It was reported that the device ran without user activation during rep testing at the user facility. There were no adverse consequences related to this event.